Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose was 300 mg/dl. The customer is experiencing intermittent calibration error alerts. Customer is using a single meter for calibrations. The customer was advised of correct calibration protocol. The customer has not been using the correct calibration procedures. The customer was advices the we would replace sensors.